Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. -complaint history review: there have been no other similar events for the lot referenced. There has been 1 other similar events for the sterile lot referenced, which also for infection. A review of both the sterilization data and microbiology data was performed for this sterile lot commonality. It was identified that the sterilization data was within specification and no microbiology excursions were noted for this lot and as such no further review is required. Conclusions: it was reported that the patient was revised due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: 5521-b-700 tri ts baseplate size 7 r3e3ia, 5512-f-702 tri ts femur sz7 right rye3a, 5571-s-025 triathlon stem extender 25mm ad0r8w, 5560-s-212 tri cemented stem 12mmx100mm 1178604e, 5543-a-700 tri post augment sz7 5mm ib99l, 5540-a-702 triath fem distal aug 5mm - size 7 right ib33d, 5560-s-115 triathlon cemented stem-15mm x 50mm 1210639k, 5543-a-700 tri post augment sz7 5mm ib99l, 5540-a-702 triath fem distal aug 5mm - size 7 right ib33d, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
No new information.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
As reported: "right knee revision. Pt. Presented with a draining surgical wound, due to chronic infection. Dr. Performed an extensive I&d and poly swap of the "dynamic spacer" (i.e. An articulating spacer) construct. All other components left in-situ at this time. No complaints filed against the components themselves, no further info available." A 7x13 ts insert was exchanged for another.